Manufacturer narrative:
On (B)(6) 2021, mentor became aware that " is other serious" was incorrectly selected under field b2 in the previous initial submission instead of "is required intervention". The field has been correctly selected on this form. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate profile 425cc saline prostheses placed experienced bilateral deflation post procedure. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-11274 for contralateral prosthesis report.